Event description:
(B)(4). Was talked into this because I have a huge fear of surgery. They said this is perfect for me. I went in thinking it was painless and wouldn't affect my menstrual cycle. Was wrong; my hubby could hear me scream from the room. It was painful and for the right tube, they had to use two kits. They gave me a shot of depo and sent me home. During the three months, I suffer from cramps that were horrible, no bleeding. After three months, they checked, said I was blocked for the past three years. I've had severe bleeding, cramping, fatigue, hot sweats, low pelvis pain, and pain during intercourse; back pain, nausea and the list continues. If I knew this, I wouldn't have gotten it done. I'm in and out of ER all the time.